Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no devices or photos were received therefore the condition of the components is unk. Surgical notes from the primary surgery and two subsequent revision surgeries were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the applicable zimmer surgical techniques. Instrumentation used is unk. X-ray images post-primary and revision surgeries and from subsequent pt visits were not returned. Info regarding mating components such as the stem and femoral head was not provided. Pt factors that may affect the performance of the components such as age, height/weight, bone quality, activity level, type of activity (low impact vs high impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Based on the above info the cause of the revision surgery is unk. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for loosening of the shell. The surgeon also found a bone screw implanted at a previous surgery had fractured, but it couldn't be removed from the pt.